Event description:
It was reported that the pump's battery melted during operation. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The device doesn't recognize the batteries, and the main board needed to be replaced. The main board will be replaced to resolve the reported issue, and the device will be returned to the customer once passing functional/delivery tests are confirmed. Service history review had no indication that the complaint was related to a service of the device within the review period.